Event description:
It was reported that the patients right ventricular (rv) lead exhibited elevated/high thresholds and intermittent capture, which resulted in the implantable cardioverter defibrillator (ICD) delivering ineffective anti-tachycardia pacing (atp). The lead was extracted and replaced and the ICD remains in use. It was noted that the patient is currently enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.